Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (023856) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient presented with a "myopic shift due to small eye and anterior vault of lens" approximately 5 weeks post lens implant in the left eye. The surgeon indicated the likely cause of the event was "small eye, anterior vault of the lens". The patient is happy with near vision, but may consider mild myopic lasik.